Manufacturer narrative:
Conclusion: the device investigation did not reveal any device defect or malfunction, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Per reports, the device was explanted 3 years after implantation due to recurrent infections with device exposure, after wound healing issues. A review of the device sterilization records shows that the device has been subjected to a valid sterilization process. The device does not appear to be the source of the infection, but its contribution to its severity cannot be ruled out. This is a final report.

Event description:
The user was explanted because the wound healing was not sufficient and led to recurrent inflammation and abscesses. The skin was partially not intact at the explantation surgery, and the device is reported to have been exposed. There was sufficient wound healing after implantation surgery at the beginning. No new device was implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been explanted because wound healing was not sufficient leading to recurrent inflammations and abscesses. No new device was implanted.